Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. The patient¿s father called from the emergency room (ER) to report that when it was time to change the sensor, the patient removed it and the wire completely detached, sticking out of his arm about an inch. He tried to pull it out and it would give a little then stop, so he went to the ER. At the time of contact, an x-ray had been done and the doctor was evaluating it. Further contact was made with the patient on (B)(6) 2019. The patient stated that the wire was easily removed by the doctor and he has had no signs of infection or other complications. No product or data was provided for investigation. Confirmation of the problem and probable cause could not be determined. No additional patient or event information is available.